Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during rectosigmoidectomy, the device was unable to close and broke the metal part. Metal pillar pieces fell into patient's cavity but were retrieved without any difficulties. The procedure extended for 30 minutes or more. Another device was used to complete the procedure. No patient injury has been noted.